Event description:
Pt had pfo; 12 mm aso device placed, but needed to use a 30 mm cribriform instead. Device removed; 9 fr torqvue catheter was being manipulated in the right atrium when pt lost blood pressure, coded. Taken to operating room to flush air out of coronary arteries by cardiopulmonary bypass; pt subsequently expired. Use of the device was not the cause of death.